Event description:
From the moment of implantation, on (B)(6) 2013, I have had lower back pain, headaches, sharp pains in ovary area and every day bleeding. At the end of (B)(6) 2014, I passed a piece of broken coil from my vagina. My lower back pain got worse and I got upper leg pain too. I went to see my doctor and he did an abdominal x-ray and said my coils were in place and it is no big deal. He took me off the pill and put me on estrogen supplements for the daily bleeding.

Event description:
Additional info received from the reporter on (B)(6) 2014: on (B)(6) 2014, I had my dye test done. It was confirmed my tubes were blocked and I was sterile. During my consultation my doctor dismissed my back pain, leg pain, and shooting pains in my sides. He said the procedure worked, don't worry about it and said it is not essure related. I brought up the part of the coil that came out of my vagina and he said he didn't know why that happened but don't worry because the procedure worked. More symptoms have occurred. On this date, (B)(6) 2014, I am having severe right shoulder pain that radiates down my entire arm to my hands. My arm pain wakes me up at night it is so severe. My lower back pain is still happening. I have knots on my face especially in the chin area. They are painful, and like pimples, but they never surface. In the past few weeks I have had tingling in my fingers and hands. I have had a hard time grasping, typing, texting, and picking up objects like my makeup brushes. I have also been experiencing diarrhea daily, and have to take something to stop it so I can go to work. Finally, upon waking up every morning I ache so bad, it takes at least an hour to be able to function.

Event description:
Additional info received from the reporter on (B)(6) 2014: after getting a second opinion, because my implanting doctor would not listen to my concerns, my new doc was concerned about my symptoms and the piece of coil that has broken and expelled. I had a hysterectomy to remove my uterus, tubes with coils, and cervix on (B)(6) 2014. I was (B)(6)years old.